Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the insulin gauge was inaccurate and static. There was no reported adverse impact. Reportedly, customer continued to use the pump or insulin delivery.

Manufacturer narrative:
Battery was verified. Fill estimate issues the failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.